Event description:
A vaxcel pasv PICC line was being placed for therapeutic purposes in 2005. While attempting to use the peel-away sheath, the tab broke off. The physician was able to manually separate the sheath and complete the procedure successfully.